Event description:
According to the reporter: the device was used for a thoraco/pneumothorax. The chest wall was damaged by the tip or screw of the thoracoport. The damage to the pleura was very light and nothing was done to repair it. The port was set 6th/8th intercostal space and a rigid scope was used. Nothing fell into cavity. No ill effect on patient. There was no additional bleeding, no unanticipated tissue loss, no extension of operating room time or incision size. The case was not converted to open.

Manufacturer narrative:
(B)(4).